Manufacturer narrative:
Date of event is approximated to be the first day of the month in which the event was reported.

Event description:
It was reported that during percutaneous coronary intervention it was not possible to inflate the balloon of the 2.50 x 12 mm promus premier select stent. The inflation device was exchanged and tried again. The procedure was completed using other stents and everything went well.   However, the complaint is reportable based on device analysis completed on 16 october 2018 which revealed stent damage.     During analysis of the promus premier select, mr, ous 2.50 x 12 mm stent delivery system the following was completed.   A visual examination of the stent found damage to the first proximal stent row with stent struts lifted and pulled distally. Distal stent rows 1-2 were also damaged with stent struts lifted. The crimped stent outer diameter measured is within maximum crimped stent profile measurement.  A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted.  The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was inflated to rated burst pressure 18 atmospheres without issue. The device deflated in two seconds. This is within specification. The inflation device was verified before and after use using a calibrated druck pressure gauge. A visual and tactile examination of the hypotube found no issues.  A visual and tactile examination of the shaft polymer extrusion found no issues. The device was loaded on a 0.014 inch guidewire without resistance.

Event description:
It was reported that during percutaneous coronary intervention it was not possible to inflate the balloon of the 2.50 x 12 mm promus premier select stent. The inflation device was exchanged and tried again. The procedure was completed using other stents and everything went well. However, the complaint is reportable based on device analysis completed on (B)(6) 2018 which revealed stent damage. During analysis of the promus premier select, mr, ous 2.50 x 12 mm stent delivery system the following was completed. A visual examination of the stent found damage to the first proximal stent row with stent struts lifted and pulled distally. Distal stent rows 1-2 were also damaged with stent struts lifted. The crimped stent outer diameter measured is within maximum crimped stent profile measurement.  A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was inflated to rated burst pressure 18 atmospheres without issue. The device deflated in two seconds. This is within specification. The inflation device was verified before and after use using a calibrated druck pressure gauge. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. The device was loaded on a 0.014 inch guidewire without resistance.